Event description:
The patient's clinical status is not addressed but after the pocket was closed, measured data exhibited dashes (---) for implant date and >2500 ohms ventricular impedance. There was no ventricular capture or output. The device was programmed to vvi in order to provide ventricular capture and obtain measured data. When the pocket was reopened, the leads were disconnected and reconnected. The battery current read 90ua. Therefore, the pulse generator was replaced.